Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on the same day the patient experienced an elevated blood glucose (bg) reading of ¿hi¿ (>600mg/dl) associated with air bubbles in the cartridge. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting indicated that the cartridge fill technique was incorrect. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.

Manufacturer narrative:
The cartridge has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.